Event description:
It was reported by the systems longevity study team that there were diminishing rwaves. Reprogramming was done bipolar tip to coil. The lead remains in use. No patient complications have been reported as result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.